Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014- product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4) implanted: (B)(4) 2014, product type; programmer, patient. Product ID: 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported there was an issue gaining equal therapeutic effect in the patient¿s legs. The system was implanted on (B)(6) 2014, but since then they are getting only 20% stimulation in their left leg and 80% stimulation in their right leg and are unable to get it balanced to equal amounts in each leg. The patient has met with multiple manufacturer representatives since being implanted but they have been unable to resolve the issue. The patient has an appointment scheduled on (B)(6) 2015. Follow-up determined that the cause of the event was found to be the programming at the time. It had provided unequal coverage bilaterally. Reprogramming was performed and the patient had equal bilateral coverage from his low back to his feet, covering all painful areas. The patient had had a routine post-operation x-ray prior to the visit, which showed his left lead had moved the equivalent of 2 electrodes caudally. Stimulation coverage was not compromised by the shift, but actually helped by it. No further testing was needed. The patient was very pleased with his stimulation and was receiving effective therapy. No further follow-up was required.